Manufacturer narrative:
Additional details were recieved that the device was subsequently explanted for normal battery depletion seventeen months after the initial observations were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device check, the battery longevity in this device was two years remaining. Approximately one month later, the device was checked and battery longevity was less than six months. The patient was presented in atrial fibrillation (af) with vrr on and a rate of 130 bpm. Autocapture (ac) was on with a voltage at auto 5.0v. The health care professional (hcp) programmed vrr off. Technical services was consulted and discussed a significantly higher output than previous check could be reflected in the longevity remaining. The hcp was to program a fixed output. To date, no adverse patient effects were reported as a result of this clinical observation.